Event description:
It was reported that a review was requested for this pacemaker. Technical services (ts) noted that there appread to be farfield oversensing on the right atrial (ra) channel resulting in inappropriate atrial tachy response (atr) mode switches. Ts recommended device reprogramming so that the farfield signals would fall into the device noise window and no longer be counted. This device remains in service. No additional adverse patient effects were reported.